Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired (B)(6) 2019 due to multi-organ failure. The patient was admitted (B)(6) 2019 with a/c systolic heart failure. The patient had marked volume overload on admission requiring lasix drip up to 30 mg/hr with bid metolazone and diamox. The patient required 2 paracentesis with multiple liters off. Noted the patient made very little progress during this admission. The patient remained volume overloaded and intermittently confused despite max doses of diuretics. Patient in consultation with family, decided on full comfort care. Patient dobutamine was stopped (B)(6) 2019 and fluid and diet were liberalized at the patient's request. The patient became increasingly uncomfortable over night and comfort medicines started in conjunction with palliative care team. On (B)(6) 2019 afternoon the patient continued to worsen, and started on morphine and versed drips. Per family request, it was planned to turn off lvad on (B)(6) 2019 at 0900 with family present, though concern was expressed that patient could pass overnight. The patient developed worsening respiratory status and low flow events overnight into (B)(6) 2019. The patient was noted to be apneic at 0324. A registered nurse (rn) was instructed via phone by vad coordinator, in conjunction with dr. (B)(6) to power off the patients lvad. No heart sounds noted at 0328 after lvad power turned off. Ultimately, the patient passed away from multiple system organ failure in the setting of end stage biventricular heart failure. No autopsy was performed and the pump was not be explanted. Per vad coordinator the hm3 functioned as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: per the vad coordinator, the hm3 functioned as intended. No autopsy was performed, and the device was not explanted. No product available for investigation. The hm3 lvas IFU lists right heart failure and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the heartmate 3 lvas IFU describes the pump flow display and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.